Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-dec-2020, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal (2000mcg/ml at 545mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that since the replacement of the pump and catheter that occurred on (B)(6) 2019, the patient had been experiencing periodic intermittent withdrawal issues. A catheter dye study was done and the catheter was deemed patent on (B)(6) 2019. A roller study was done on (B)(6) 2019 and that was successful. An indium study was done on (B)(6) 2019 but the tracer did not leave the reservoir, per the manufacturer representative. The manufacturer representative was waiting for the hcp to decide the next steps. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative notified of the dye study the evening of (B)(6) 2019, after the study had taken place. The catheter was revised on (B)(6) 2019. The patient seemed to be doing well as of (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs, the pump administered baclofen with concentration 2,000.0 mcg/ml at a dose rate of 226.6 mcg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via (B)(6). The patient¿s medical history included a history of premature birth, spastic diplegia cerebral palsy, and attention deficit hyperactivity disorder. The patient¿s height was 59 inches and their weight was (B)(6). The indication for lioresal was management of spasticity. Concomitant medications included oral baclofen as needed / prn and oral zana flex as needed / prn. The patient required hospitalization. Dates of admission/discharge included (B)(6) 2019, . The facility name, address, and phone number were provided. The admitting diagnosis was spastic diplegic cerebral palsy. A baclofen pump and catheter replacement procedure was noted as having previously occurred on (B)(6) 2019. Refer also to MFR report # 3004209178-2019-11551 regarding prior event. The intermittent withdrawal was indicated as having occurred on (B)(6) 2019 (previous pump), (B)(6) 2019. Withdrawal symptoms was further indicated as having been reported on (B)(6) 2019. It was noted that the intermittent withdrawal issues resolved on (B)(6) 2019. Regarding a (B)(6) 2019 healthcare provider office visit, the spasticity was manageable and they continued the intrathecal baclofen rate. It was further noted that on (B)(6) 2019 the back incision was sutured. Regarding a (B)(6) 2019 office visit, spontaneous motor stall and recovery were recorded; they increased the rate 10% and gave a one time 50 mcg bolus. Regarding a (B)(6) 2019 office visit the patient was noted as having experienced acute increase in spasticity and they gave a one-time bolus 75 mcg and increased the intrathecal baclofen hourly rate by 10%. Regarding a (B)(6) 2019 office visit, the patient was noted as having intermittent spasticity; periodic boluses were programmed. It was noted that isovue was normal on (B)(6) 2019. Regarding an indium dye study performed from (B)(6) 2019 to (B)(6) 2019 it was indicated that the intrathecal baclofen was not functioning properly. A follow-up office visit and revision procedure were noted as having occurred on (B)(6) 2019, and the intrathecal baclofen rate was increased. It was noted that the pump and catheter connection was revised on (B)(6) 2019. An office visit also occurred on (B)(6) 2019.

Manufacturer narrative:
It was previously reported that the pump was explanted and returned in error regarding this event. The pump was however later explanted and returned to the manufacturer regarding an alternate / subsequent event. Refer to MFR report # 3004 209178-2019-12213 regarding subsequent event and analysis results of the pump. (B)(4). If information is provided in the future, a supplemental report will be issued.